Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred a few months prior to the report date. (B)(6). (B)(4). The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) clearlink solution administration sets had difficulty disconnecting from a non-baxter intraveneous (IV) catheter device. It was further reported that the sets were unable to disconnect. This events occurred before use. There was no patient involvement. No additional information is available.